Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova representative went on site and was able to confirm the reported issue. The technician traced the failure back to defective internal and external communication boards. Both boards were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Both boards were requested back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system panel does not power on during procedure. There was no report of patient injury.

Manufacturer narrative:
The boards were returned to livanova (B)(4) for further investigation. During the evaluation the reported failure could be confirmed. As root cause non conform soldering joints could be identified. This is a known issue and a corrective action was initiated for the reported issue.